Event description:
It was reported that before the use of the bd vacutainer® sst¿, one (1) tube was found to contain metal screw inside the gel of the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 3 photos for investigation. The indicated failure mode of fm was observed in the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.